Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s device had become discharged because it was turned off and when they turned it on it shocked them. When the device reached the previous setting, the shock feeling subsided. A device with a soft start up may alleviate that. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient started shaking while doing a crossword puzzle. The patient synched with the programmer and stimulation was shown to be off. Patient services helped the patient turn stimulation back on, but mentioned they felt like a shock initially and their lips went to sleep. The patient stated that it went away though, and their tongue felt a little heavy. The patient stated that their brain felt much better. There were no further complications reported.